Manufacturer narrative:
Corrected information is provided in h.6 and h.11. The event code a050702 was removed and a0907 was added. The manufacturer internal reference number is: (B)(4).

Event description:
The other healthcare professional reported that during cataract surgery, an ophthalmic handpiece was not cutting during phacoemulsification steps. The surgery was completed with different handpiece. Details of patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).